Manufacturer narrative:
Device returned to MFR: the returned product consisted of the watchman access system (was) with the dilator inside the was, and the watchman delivery system (wds) for the related complaint. Blood was on all devices as received. The hub, shaft, and tip of the was were examined. The tip was damaged with minor inner liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Due to the condition of the wds and implant, functional testing could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05291. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 33mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed, but was not an adequate fit for the laa. During the full recapture, the feet of the device could not be retracted into the wds. The was pushed over the wds and then it was possible to pull the wds back via the was. The procedure was continued and a 30mm watchman laa closure device was successfully deployed and released in the laa. There were no patient complications reported. The patient¿s condition was stable.